Event description:
It was reported that a constant "cassette not attached properly, reattach cassette" alarm was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was not duplicated, device's latch lock flex was intermittent. No problem was found with the device. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached date I received 03/07/2022: there was no patient involvement with any of the pumps, the issues happened during testing. H6: event problem and evaluation codes: updated.